Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level. Specific bg value was not provided. Reportedly, customer had an increase in physical activity and "passed out." Reportedly, the customer went to the emergency room (ER) and/or was hospitalized. Customer declined troubleshooting with tandem technical support and declined to provide further information. No additional information was provided.